Manufacturer narrative:
Concomitant product UDI for balloon is (B)(4). Concomitant product UDI for pump is (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) was experiencing recurring incontinence. The device was not functioning properly. A surgical procedure was performed in which the device was removed and replaced. There were no further patient complications reported.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) was experiencing recurring incontinence, and the device was not functioning properly. The issue was suspected to be due to significant weight loss that caused the cuff to become too large and affect the urethral tissue. A surgical procedure was performed in which the device was removed and replaced. There were no further patient complications reported.

Manufacturer narrative:
Concomitant product UDI for balloon is (B)(4). Concomitant product UDI for pump is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom of incontinence is a known risk associated with this device type and indicated as such in the instructions for use.

Manufacturer narrative:
Concomitant product UDI for balloon is (B)(4). Concomitant product UDI for pump is (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) was experiencing recurring incontinence, and the device was not functioning properly. The issue was suspected to be due to significant weight loss that caused the cuff to become too large and affect the urethral tissue. A surgical procedure was performed in which the device was removed and replaced. There were no further patient complications reported.